Manufacturer narrative:
No button error alarm during testing. However unit had intermittent esc button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the insulin pump keypad buttons are not responsive. Customer does not recall any significant events leading to the error but she wore pump while she was sweating from working out. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.